Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high threshold alert, with a gradual rv lead threshold increase since implant. It was also reported that there was some variation in rv lead bipolar impedance. An unspecified action is planned to address this. No patient complications have been reported as a result of this event.